Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, and system review identified transient optical instability contributing to the observed differences. Customer care guided the user through a supervised sensor re-link, followed by daily calibrations while the system was monitored. Although the user initially remained dissatisfied and reported additional differences, subsequent review showed examples that were within expected variance and consistent with physiological lag. Continued monitoring over several days demonstrated improved alignment between bg and sg values, with differences decreasing . The user reported noticeable improvement, agreed to continue using the system and calibrating as instructed, and was advised to rely on fingerstick bg values for treatment decisions during monitoring. The issue was resolved through sensor re[?]link, extended monitoring, and user education, and the case was closed after confirming the system was functioning as expected. B4. Date of this report 29 jan 2026. G3.date received by the manufacturer? 29 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.